Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up#1-(09/07/2011)-device evaluation: on (B)(6) 2011 the meter involved with this complaint was returned to lifescan and was evaluated by the product analysis group on (B)(6) 2011. Investigation found that there was an crystal x1 defect. This complaint is being reported due to the failed device investigations.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have been returned; lfs will evaluate it/them and inform FDA of the results in a supplemental report. 510(k)# is k073231.